Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cloudy image prior to a therapeutic transurethral resection (tur) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed: cloudy image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is defective (cloudy image) due to flooding of the lens. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a cloudy image prior to a therapeutic transurethral resection (tur) procedure. The procedure was completed using a similar device. There were no reports of patient harm.